Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09967. It was reported that thrombus formed around the sheath. A left atrial appendage (laa) closure procedure was being performed. An amplatz super stiff guidewire was used. After the watchman&#59393;ccess system was advanced across the septum, thrombus began to form around it. It was noted that no thrombus was visualized prior to was crossing the septum. It took a good amount of time with the wire in the transeptal sheath the was was aspirated and removed. The patient's act level was 239sec. No further complications were reported and the patient's status is stable.